Manufacturer narrative:
Implant and explant date: if implanted or explanted, give date: not applicable, as the lens was inserted and removed within the same procedure. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that during implantation of a zcb00 24.5 intraocular lens (iol), the lens was torn at the haptic optic junction. The physician had to cut the lens out of the patient's eye. A slight stretching of the incision was required to remove the lens. The lens was replaced with another lens of the same model and diopter.

Manufacturer narrative:
Device available for evaluation ¿ yes, returned to manufacturer on 1/4/2017. Device returned to manufacturer ¿ yes. Device evaluation: the intraocular lens (iol) was returned to the manufacturer. The lens was received in its original folding carton. One unfolder cartridge was also returned. Visual inspection at 10x microscope magnification was performed and the lens was observed cut in two parts. Both lens haptics were observed intact. No detached haptics was detected. Evidence of viscoelastic residues, ovd (ophthalmic viscosurgical device) was detected on the lens sections. The condition observed in the lens and the way in which the cut is formed is consistent with a lens that has been cut due to ¿iol removal¿ during surgical procedure. From the cartridge received, stress marks in both sides of the cartridge tube and tip was observed which are typically caused and/or may well appear by the pass of the iol thru the cartridge. No manufacturing defects were observed in the returned cartridge. The reported haptic detached was not confirmed. However, the complaint issue as iol torn (iol optic appears cut, ripped/torn) was verified on the returned unit as the lens was returned cut in half. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There were no associated nonconformity reports. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.